Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: the black box showed evidence of a loss of prime call service alarm due to low non-zero force warnings. The returned battery cap and cartridge cap were used to complete the investigation. The pump¿ez-prime¿ steps were performed correctly and no complaint related call service warnings or any other alarms occurred during the investigation; the product performed within specifications. Product analysis was unable to duplicate the ¿loss of prime¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, it was reported to animas that a loss of prime event had occurred with the pump. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(4).